Event description:
When an ir45g reload was fired in a lobectomy procedure, the device stapled, but failed to transect the tissue. A pair of mayo scissors were subsequently used to transect the tissue.

Manufacturer narrative:
Patient's age and weight are unknown; "999" and "000" are only placeholders. The ir45g reload was damaged in a manner which suggests, it had not been properly loaded in its housing. The result of the improper loading was that the knife may have either only partially cut or did not at all cut the tissue. This is the root cause of the observed event. (B) (4)